Event description:
Per complaint (B)(4), implant failed to integrate. Patient experienced an infection.

Manufacturer narrative:
This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within (B)(4).